Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor erroralarms were noted. However, unable to prime unit during prime/a33 testdue to faulty fsr. (Gold) unit received with cracked case at displaywindow corners and reservoir tube. Unit received with scratched lcdwindow. Unit received with missing end cap sticker. Unit received with broken battery tube threads. The motor was tested outside the device andpassed. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 250 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.